Event description:
I use dexcom g6 glucose monitoring devices. I have used this product for over 3 years. I was changing the sensor and it malfunctioned. When I pressed the orange button on the applicator to inject the wire, the needle stayed in my skin and the sensor carrier would not separate from the applicator. I had to go to urgent care and have them numb my skin and help me get the needle out of my skin. When I got home I tried another sensor from the same batch and had the exact same problem. This time I was able to get the needle out on my own. FDA safety report ID# (B)(4).